Manufacturer narrative:
Based on the details of medwatch report #mw5081837, patient had experienced scar tissue, tearing inflammation, uti, sensitivity, and is prone to vaginal infection following the laser procedure. The patient received medication (rizatriptan, ibuprofen, macrobid, probiotics, and vitamins c and d) for intervention purposes to address the impact of the procedure. However, we are unable investigate further into the event because the treatment site was unresponsive to cynosure's multiple requests for patient information. Since we are unable to confirm / obtain additional information about this event, cynosure can only rely on the relevant details listed in #mw5081837 to form an evaluation. The device was able to evaluated and found to be operating as intended within specification. We are unable to determine a root cause in this incident as there was limited information available for this event. In response to the patient's experience and medication intervention per #mw5081837, this is a reportable event.

Event description:
Patient had medical intervention following a laser procedure.